Event description:
The pt was undergoing a ptca procedure with stent placement in order to treat coronary artery disease. An ace balloon dilatation catheter (3.5 size, 20mm) was being used to inflate coronary artery stents. While inside a stent, the balloon ruptured, after which removal of the balloon, wire, and guide was attempted. However, during removal of the catheter, a portion of the balloon sheared off and remained in the left femoral artery. Imaging confirmed the location of the foreign body in the femoral artery as being at the level of the inguinal ligament. The pt did not suffer any ischemic symptoms in the leg. Upon giving consent for emergent intervention, the pt was immediately taken to surgery for the purpose of left-femoral-artery exploration with removal of the intra-arterial foreign body (the balloon and guide wire). The wire was identified and removed, along with the sheath, thus removing the entire balloon. Excellent bloodflow was noted at the arteriotomy site, and the pt tolerated the procedure well, with no notable complications.